Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a shoulder procedure, the ar-13995n scorpion needle broke mid procedure and the tip of the needle became lost within the patient shoulder. Fragment was not retrieved.